Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6)2025, the patient developed swelling at their neurostimulator incision site. The event was initially managed with oral antibiotics. On (B)(6)2025, the patient was admitted for device explantation. Treatment included 12 week IV antibiotic therapy bridged to oral treatment following positive cultures for staphylococcus. The treating center diagnosed this as a deep incisional infection with the neurostimulator and three depth leads explanted.